Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2806 showed no other similar product complaint(s) from this lot number.

Event description:
The patient was infused from the PICC catheter in the left upper limb. After half an hour, the patient found that the needle was leaking. Check the PICC for fluid.